Event description:
The user facility reports one incident of a disconnect between the venous bloodline and fistula needle. This occurred approximately 2 hours into hemodialysis treatment and resulted in estimated blood loss = 500cc. Patient was subsequently hospitalized for one week and administered two blood transfusions. The needle remained inserted when pt was transported to hospital and was discarded by hospital staff. Visual inspection of the needle by user facility staff did not indicate any apparent defect. Staff report no problems connecting needle at initiation of treatment.